Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Complaint review identified that insufficient information had been received to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Patient had lcs total knee implanted on 1.11.10. Patient had a fall early (B)(6) 2011 and presented to dr (B)(6) with pain and swelling. At time of revision surgery (b)(7) 2011 it was seen that patient had excessive poly wear in joint and massive osteolysis.

Manufacturer narrative:
Following further investigation, a report was received from bioengineering (B)(4)-2012, concluding: root cause: undetermined. It is not possible to determine the root cause of failure for the device. The fall and revision were less than 4 weeks part. It is not possible to say when the beads were released: on implantation, pre or post fall. It is likely this device failed as a result of an unknown combination of factors such as device, patient, surgical procedure and surgical process. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.